Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted because her ¿bladder dropped¿. It was reported that following insertion the patient is unable to have intercourse. She has infections recurrently, worse than before the mesh was implanted. In addition, urinary issues have returned and she has constant orgasms as well as bladder spasms. Now she has bowel problems and emotional problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced obstructive voiding symptoms and urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to bladder outlet obstruction and chronic pelvic pain with lower urinary tract symptoms.

Event description:
It was reported that following insertion the patient experienced obstructive voiding symptoms and urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to bladder outlet obstruction and chronic pelvic pain with lower urinary tract symptoms.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. Post implantation the patient experienced dyspareunia, pelvic/back pain and infections. (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2010, the patient was admitted for sepsis, was started on zosyn and vancomycin; acute renal failure and hypotension with tachycardia, was maintained on dopamine. On (B)(6) 2010, the patient had possible chronic abdominal pain secondary to adhesions versus partial small bowel obstruction. On (B)(6) 2010, the patient underwent a gastrorrhaphy procedure. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.